Event description:
The customer reported the sys failed to properly save pt image data and images were lost. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep eval the sys and reloaded software. The sys operates as intended.